Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -8.50 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vaulting. The problem resolved. The cause of the event was reported as unknown.